Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01 / expiration date: 28-june-2022 / serial#: (B)(4) / UDI #: (B)(4) / device available for evaluation?: no. Dev rtn to MFR? No. Mfg date: 22-jan-2021. Labeled for single use?: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant of the leadless implantable pulse generator (ipg), the patient developed a small pericardial effusion as a result of the leadless ipg causing a small perforation in the apex of the heart. The leadless ipg remains in use and the patient was monitored closely in ICU. No further patient complications have been reported as a result of this event.